Manufacturer narrative:
Although it has been stated that the device involved in the reported incident was discarded by the end user hospital, an investigation, including notification of the device supplier, is still being conducted. Upon conclusion of the investigation a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported, during a procedure for placement of a PICC device, one wing broke off a peel-away sheath as it was being removed. The sheath was able to be removed in its entirety with no patient complications. The used device was discarded by the hospital.